Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of foreign material could not be determined. The identification of what the material was could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Information from the customer regarding reprocessing of the device is as follows: it is not known if the device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. All pre-cleaning and manual cleaning information is either unknown or not provided. Upon inspection and testing, it was observed that presence of foreign material was clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a white-clouded area, chip and a crack; due to deformation of scope cover, water tightness is lost; scope connector is dirty due to water leakage; adhesives around objective lens and light guide lens have white-clouded area; distal end cover (c-cover) has a burn; and a-rubber has a scratch. Customer reported issue of noise during angulation was not reproduced. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a noise occurring during angulation. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that presence of foreign material was clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of the presence of foreign material in the device nozzle as observed during device evaluation.